Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular channel. Feedback was requested to technical services. It was discussed that these signals could also be polymorphic signals of cardiac origin. Further evaluation of the patient and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular channel. Feedback was requested to technical services. It was discussed that these signals could also be polymorphic signals of cardiac origin. Further evaluation of the patient and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.